Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01892.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intracerebral hemorrhage (ich) using the apollo system. During the procedure, the physician noticed that the apollo wand (wand) was leaking from the connection point to the apollo generator (generator) and also from the rotating hemostasis valve (rhv). Therefore, the physician switched to a new wand. It was also noticed that the regulator knob on the apollo pump (pump) was not working properly and just spun around without much effect on the aspiration power. However, the procedure was still completed using the same pump. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The apollo wand (wand) was leaking at the rotating hemostasis valve (rhv). Evaluation of the returned device revealed that the wand¿s rhv was leaking. The wand was connected to an apollo generator (generator) and during irrigation, a leak at the rhv was observed. The root cause of this failure could not be determined. Further evaluation of the returned devices revealed that the pump was functional. The pump was plugged in and powered on. The pump vacuum was able to be increased and decreased using the regulator knob without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.